Manufacturer narrative:
The reported events were dislodgement and twiddlers issue. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
Related manufacturer reference number: 2017865-2023-47969. It was reported a patient's atrial and left ventricular leads presented with dislodgement due to twiddlers, confirmed via x-ray. The leads were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.